Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece ran on its own during testing. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, corrosion was found in the motor and sagittal head of the device. The motor, front housing, along with other components, were replaced.